Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that, during an explant procedure, the setscrew could not be removed with the company's wrench. A competitor's wrench was tried and it broke off inside the setscrew. The physician turned the device over and hit the header with a tool. Then the setscrew was able to be loosened. The device was successfully replaced. There were no adverse patient effects.